Event description:
The customer reported an incident of low blood glucose that required emergency assistance. Customer changed their infusion set the night before. It was stated that they checked their reservoir volume while dressing. While running errands (approx an hour later) their blood glucose suddenly dropped. Family member was able to give juice and candy to keep the customer conscious and called 911. Paramedics arrived. When the customer stated to show the paramedics the pump, the customer discovered that the door was open and the reservoir was partially pulled out of the pump. The paramedics gave the customer glucose to stablize blood glucose. It was noted that the door appeared secure and had never opened before on its own.